Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. The manufacturer has contacted the customer on 01/12/2023, 02/23/2023 and 02/28/2023 via email to (B)(6). There has been no response on the return of the device. As part of the complaint handling process, the manufacturer will make attempts to retrieve the device for investigation.